Event description:
It was reported by customer that while transporting a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and advised that from the explanation that he was given, he looked at the connection for the coiled cable. The stm was able to verify that the cable was defective at the area of the display to unit connection, and subsequently returned to the site the following day and replaced the coiled cable. This resolved the initial issue through testing and movement of the unit . After further repairs for an unrelated issue which has been separately documented, the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by customer that while transporting a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. There was no harm or injury to the patient and no adverse event was reported.